Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 34 mg/dl while wearing the pod for longer than 48 hours. The patient reports they had lost their senses. The patient reports they had delivered a bolus and then realized that their meter was giving incorrect readings. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids as well as medication for nausea. The patient was at the hospital for 3 hours.